Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced low blood glucose level. The customer¿s blood glucose level was 53 mg/dl at the time of the incident. The customer was treated with food. The customer stated that the battery compartment on the pump was broken causing the batteries to come in and out making the pump die. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to failed battery test alarm. Unit had stripped battery cap coin slot, minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker. No broken battery tube threads noted.